Event description:
As reported, during a lower-extremity arterial stenosis procedure, when advancing the front balloon section of a 6f/7f mynxgrip vascular closure device (vcd) into the sheath, it was found that it could not be advanced to the white marker band and the balloon could not exit the sheath. Closure was subsequently performed with a suture-mediated closure device. There was no reported patient injury. The operator had extensive experience using the device. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.